Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an underi-delivery anomaly. Blood glucose value was 600 mg/dl at the time of the incident. The customer was hospitalized on (B)(6) 2018 with no indication what was used to lower the high blood glucose reading. The customer declined to troubleshoot the insulin pump because he wanted to physically test the pump nothing will be replaced or returned.